Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: the pump was unable to power up and was completely unresponsive; therefore, the original intermittent power complaint could not be investigated. (B)(6)